Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was at home when he noticed the separation of the silastic sleeve of his driveline from the metal connector near the system controller. The patient reported a red heart alarm this when in a standing position, going from tethered to untethered operation. Device interrogation in the vad clinic revealed multiple speed drops, low-voltage and low-speed advisories, and a clock reset. X-rays were reviewed with and there was no evidence of driveline damage noted. The log file review revealed that there was a total loss of power about 5 hours prior to the last recorded event. Power was restored and system parameters returned to within normal operating limits. A clamshell repair was performed by the manufacturer. The patient was also given a new patient cable.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.